Event description:
Report received that "air alarm does not activate". The pump had been in home care pt use without reported incident since 05/99. The home care pharmacy requested the pump back from the pt for its routine yearly maintenance check. During testing it was found that the air-in-line alarm was not functioning.